Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of the leadless implantable pulse generator (ipg), the physician had commented that the patient's myocardium was hard. The device was successfully implanted; however, a cardiac tamponade did occur. Drainage was performed, and the patient's condition stabilized. The device remains in use. No further patient complications have been reported as a result of this event.